Manufacturer narrative:
N/a.

Event description:
The following has been reported: nurse reported: rn went to assess patient and found a puddle of blood on floor below IV pump. A preliminary review of the logs identified the following issue: administration set leak (external part). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
No sample or picture was available for analysis. Without the proper sample or picture evaluation is not possible to determine the probable root cause of the reported failure. The customer complaint cannot be confirmed. The most probable root cause of the leak in cassette could be related to 1) misplaced diaphragm which resulted in a leak when the diaphragm was actuated by the valve pins in the pump, 2) an incorrect and poor sealing of the cassette in the welder machine causing the reported leakage, 3) over-insertion of the secondary port which caused a crack at the cassette. The current process controls detection includes 1) 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode, 2) quality sampling for final physical testing, for performing a flow and underwater leak tests, 3) 100% visual inspection related to kinks during the manufacturing process and final physical inspections.